Event description:
Patient was about to receive keytruda when the rn noticed a leak from the end of the bd alaris texium low sorb tubing with 0.2 micron filter. The medication was brought back to pharmacy and the tubing was exchanged and treatment was given with no further issues.